Event description:
During preparation for shoulder arthroscopy the t-max positioner was attached to the side rails of the bed. The pt had been anesthestized and was flat on the bed on the t-max positioner slid out of the rail clamps. Pt was bent at the waist, head down and lower half of their body still attached to the horizontal section of the bed. Surgery was cancelled and pt was awakened without any reported ill effects. Staff had used the t-max positioner four days earlier and left the unit attached to the bed. Square rail clamps were checked for tightness before this use. The unit was not repositioned or reseated on the bed rails.